Event description:
The customer reported via phone call that the insulin pump was exposed to moisture from insulin. The customer stated that the insulin pump was leaking insulin. The customer's blood glucose was 234 mg/dl. The customer stated that as the weather had gotten warmer, condensation formed on the window of the reservoir chamber. She removed the reservoir and realized that insulin was in the reservoir chamber, as well as on the reservoir. She smelled insulin and first noticed the condensation on (B)(6) 2015. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No dried substance was noted on the insulin pump or on the reservoir compartment. The device had minor scratches on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.